Event description:
As reported by the user facility: event number 1: reports leaking at the connection. The leak is where the tubing bonds to the ultrasite valve. Leaking chemo. Had 3 to 4 incidents. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One apparently used small bore extension set was received for evaluation. In addition, one unused small bore extension set was received in original packaging indicating the reported lot number 0061308078. The samples were subjected to an air pressure (leakage) test according to specification. Leakage was observed at the bonded joint between the ultrasite valve and female luer lock adapter on the used sample. There were no leakages observed from the unused sample. Review of the nonconforming lot report database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. Based on the results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available, a follow-up report will be filed.